Event description:
Pt reported that no sound was coming from the pump in any feature. The pump screen indicated an empty cartridge but there was no audible warning. Pump was reprimed without any sound.